Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 532 mg/dl with nausea and tiredness. The customer treated with manual injection and the blood glucose value at the time of the call was 252 mg/dl. They declined to check for site, set or insulin issues or the insulin pump's settings. The customer indicated that she was taking a new steroid medication and would speak to the doctor about it. The insulin pump will be returned for analysis.